Manufacturer narrative:
Additional information: h3 - evaluation. H6 - codes updated. Investigation result: in the delivered condition the tibial component shows a firmly fixed cement mantle on the intended area/coated surface. These bone cement residues show bone anchorage (cement interlock into the bone trabeculae). Furthermore one area of the surface shows chisel marks which may have resulted from the explantation procedure. The provided femoral component shows only less bone cement residues on the intended area/ coated surface. The gliding surface of the meniscal component shows visible scratches and imprints. These imprints are probably resulting from third body wear (bone chips and/or bone cement residues). One side of the gliding surface shows massive material abrasion and grinding marks. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. Explanation and rationale: there are several and often complex root causes for an implant loosening. Possibly due to septic conditions or, for example, to incorrect loading, too early or too high loading, which may also have occurred long before the onset of loosening, suboptimal positioning (due to the patient), inappropriate choice of implant, inappropriate surgical procedure or inappropriate cementing technique, and many others. Conclusion and preventive measures: on the basis of the current information, a clear conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There are no hints for a material/device problem. The provided x-ray figures give no clear hints regarding the root cause for the implant loosening. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00188 ((B)(4) + no166k). 9610612-2023-00162 ((B)(4) + no188k). Involved components: nl474 - univation f meniscal comp.t5 rm/lm 7mm - lot 52331268.

Event description:
It was reported that there was an issue with the product ae-qas-k521-54 - collect no qas knee implants univation. According to the complaint description, the product caused a formation of a large cyst, and femoral and a tibial loosening. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/ correction: a1 - patient information. B5 - product code, leading material and involved component added. B7 - patient weight and height. D1 - brand name. D4 - model number and catalog number added, batch added, expiry date added. D6 - implantation and explantation day. D9 - product returned and date. D10 - involved component added. H4 - production date added. H6 - codes updated.

Event description:
Update: product code changed to no188k - univation xf femur cemented f4 lm. Leading material and involved component added. Associated medwatch-reports: 9610612-2023-00188 ((B)(4) + no166k). 9610612-2023-00162 ((B)(4)+ no188k). Involved components: nl474 - univation f meniscal comp.t5 rm/lm 7mm - lot 52331268.